Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the problem was solved by cleaning the contacts of the scope. However, it could not determine the root cause, and it could not presumed the cause from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 communication error. It is unknown when this issue occurred. There were no reports of patient harm